Event description:
The customer called to report an alarm on the insulin pump. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to revert to a back-up plan as the insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.